Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) ICD implanted: 2010 (B)(6); 7120 competitor lead implanted: 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and the outer insulation of the lead developed a breach due to esc (environmental stress cracking) while in vivo. It was also noted that the outer insulation of the lead developed cosmetic esc (environmental stress cracking) while in vivo and the outer insulation of the lead was observed to have blood ingression. The analysis comments stated that the visual analysis found the outer insulation breached in ¿vivo/ environmental stress cracking and that the insulation breached did contribute to the electrical complaint of high thresholds.

Event description:
It was reported that the atrial lead had high thresholds. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.